Manufacturer narrative:
Past elevated ldh is reported in MFR #2916596-2020-03929. Manufacturer's investigation conclusion: a specific cause for the elevated lactate dehydrogenase (ldh) values cannot be conclusively determined through this investigation. The heartmate ii left ventricular assist system instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2020 with elevated lactate dehydrogenase (ldh) 1386u/l and international normalized ratio (inr) of 8. The patient was started on heparin but ldh did not decrease, so he was switched to angiomax, aggrastat, and 81 mg of aspirin. Coumadin was held while on angiomax. The patient's inr would fluctuate from low 1's to high 3's and had elevated ldh in the past. On (B)(6) 2020, his inr was 2.58 and ldh was 591. On (B)(6) 2020 echocardiogram showed ejection fraction of 55% with normal right ventricle function. The patient's pump was turned off on (B)(6) 2020 with the driveline still in place and no surgical intervention. On (B)(6) 2020, a right heart catherization was done along with an echo and heparinization. The patient's ejection fraction remained at 55% and right heart parameters remained stable. Since the pump was turned off, he had 4 echos that showed ejection fraction of 55-60% with normal rv function, indicating cardiac recovery. The patient will continue to change driveline dressing site.